Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via analysis of the returned modular cable. The reported event of a tear on the modular cable outer jacket was not confirmed. Inspection of the returned modular cable (lot number: 9072139) revealed corrosion around all of the pins in the inline connector. Inspection of the cable¿s outer jacket revealed that it had a light gray discoloration; however, no damage to the outer jacket was observed. The returned modular cable was functionally tested and operated as intended during testing. The integrity of the wires in the returned modular cable were tested and the cable passed testing without any issues. The modular cable was then connected to a test system controller, and a test pump, and successfully operated the test pump for an extended period of time without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. The modular cable was also tested alongside the returned system controller without any issues. Although the reported driveline power fault alarms were not reproduced during testing, the observed corrosion on the pins in the inline connector could have resulted in the reported alarms. The log files contained approximately 6 hours of relevant data combined (on (B)(6) 2023 from 04:59:08 ¿ 10:58:50 per the timestamps). The log files captured a driveline power fault alarm on (B)(6) 2023 from 04:59:08 to 10:57:44 that was associated with a pwr_b_broken fault; this is consistent with corrosion observed in the inline connector. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The reported event was determined to be due to corrosion on the pins in the inline connector. Although the root cause of the corrosion could not be determined, per additional information, signs of corrosion was also observed on the connector of the pump cable; this is addressed further under the pump investigation. The root cause of the damage to the modular cable could not be conclusively determined. The device history records were reviewed and the records revealed that the heartmate 3 modular cable, lot number was manufactured in accordance with manufacturing and qa specifications. The modular cable was shipped to the customer on 14aug2023. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received on 13dec2023 reported that the corrosion from the modular cable connector was cleaned on (B)(6) 2023. There was notable corrosion on the female side. The surface corrosion was removed and the internal slots on the female side of the connector were cleaned. There were no more driveline power fault events after the cleaning. The modular cable and controller were exchanged on this day.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 model number: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline power fault. The log files confirmed a driveline power b fault on 08dec2023. There was some concern for a tear on the proximal end of the modular cable connection. The patient's controller and modular cable were replaced. It was noted that the alarm remained after the exchange but stopped and did not return when it was cleared from the monitor. There was a marked improvement in the patient data following the exchange. A photo was submitted showing corrosion inside the pump side modular cable connector near the ground b pin. Related manufacturer reference number: 2916596-2023-08662 (system controller hsc-130471)